Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device not returned.

Event description:
It was reported that approximately three and a half months post stent placement procedure, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted and was not available for evaluation. Provided photos of an x-ray screen demonstrate the placed stent inside the vessel. However, the resolution of the photos is poor so that single stent struts are not visible, the appearance of the stent with different contrast patterns and discontinuity indicate that the stent was fractured. A stent length measurement was not possible; a more detailed description of the fracture was not possible. Based on the information available an alleged stent fracture is confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use states: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." Regarding pta the instructions for use states: "predilation of the lesion should be performed using standard techniques", "post stent expansion with a pta catheter is recommended." H10: d4 (expiry date: 08/2023), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three and a half months post stent placement procedure, the stent allegedly was found fractured. There was no reported patient injury.